Manufacturer narrative:
Approximate age of device - 3 years, 1 month. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. A photograph provided by the patient's health care providers confirmed a tear approximately 0.5 inches from the proximal end of the metal connector; however, a specific cause for the tear could not be conclusively determined through this evaluation. The heartmate ii lvas patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The patient handbook also contains section on caring for the driveline. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was seen at the clinic and a tear was observed in the silastic coating of driveline near system controller connector. There were no alarms noted and no adverse impact to the patient. Rescue tape was applied to secure the damaged area of the driveline. No additional information was provided.